Manufacturer narrative:
The customer requested that the device be returned for bench repair. The device was received by the bench repair service on 07-apr-2021. Upon evaluation of the device by an authorized bench technician, the reported issue was confirmed and the cause was traced to a faulty processor pca. The processor pca was returned to the failure analysis lab for evaluation. The component was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. Once installed in a mrx test fixture, functional testing was successfully completed with no noted issues that could have caused or contributed to the alleged failure. Upon conclusion of the evaluation, the processor pca was found to be fully functional and the reported issue could not be verified or duplicated. The evaluation data was recorded and the component was scheduled to be scrapped. Based on the conclusion of the initial evaluation, it was originally reported that this was a malfunction of the processor pca. The processor pca was replaced and the device passed all subsequent testing. However, a follow up analysis of the returned processor pca was completed and there were no noted issues that could have caused or contributed to the original allegation. The processor pca was found to be fully functional and a cause for the reported issue could not be determined. Following the original repair, the device was returned to the customer to be placed back into service. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the customer was unable to power on their device. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the customer was unable to power on their device. There was no patient involvement.